Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
High threshold was reported. The lead was replaced. No patient complications have been reported as a result of this event.